Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-45, lot# va05gp2, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient and a manufacturer representative reported that the patient's left lead was fractured and high impedances were noted. The fractured lead led to a loss of therapy. Only part of the lead and one electrode could be removed. The lead was replaced and was working well as of (B)(6) 2016. The patient's device was implanted for spinal pain, occipital pain, and migraines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.